Event description:
Pictures of a damaged modular cable were provided. The patient's modular cable was extremely twisted and was replaced while the patient was in the hospital for other reasons. The patient's mpu was damaged from a pet. The patient eventually returned the mpu and it was shipped to abbott. There was damage apparent to the cord of the mpu which had been covered with tape.

Manufacturer narrative:
B5 narrative info. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mobile power unit (mpu) patient cable damage was confirmed via evaluation at the service depot. Visual inspection of the heartmate mobile power unit (serial number (B)(6)) revealed duct tape covering a portion of the patient cable. The duct tape was removed, and a tear and multiple puncture marks were observed in the outer patient cable layer. No further testing was performed. The customer was provided with a repair quote and a purchase order (po) was requested. Unfortunately, after several attempts to obtain a po, it was not provided. The mpu was returned to the customer site in unrepaired condition and labeled ¿not for human use¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative info no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no alarms due to the damage. No log files were provided. The mpu was acquired from the patient for return. Pictures of the damage were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mobile power unit (mpu) patient cable damage was unable to be confirmed. The heartmate mobile power unit (serial number (B)(6) was not returned for analysis. It was stated by the account that the mpu was shipped back; however, no tracking information was provided. If the mpu is received at a later date, the complaint will be reopened. Additionally, it was reported that there was damage apparent to the cord of the mpu which had been covered with tape. No alarms were associated with the event and no log files submitted for review. Available information stated that the root cause for the reported event was the patient¿s pet damaging the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use, including the mobile power unit patient cable. Heartmate iii instructions for use (rev. C) section 3 entitled ¿powering the system¿ states that care should be taken when small children or pets are present. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3a and a4 - the information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) patient cable was damaged. It was requested that the patient cable be returned and repaired. A loaner was also requested.